Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2015. This report is filed september 1, 2015.

Manufacturer narrative:
This report is filed (B)(4) 2015.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced discharge at the implant site and was treated with IV antibiotics (duration not reported).